Event description:
A customer observed a potentially biased tsh result on one pt sample. A biased tsh result might lead to inappropriate physician action. There was no report of pt harm as a result of this event.